Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of sensing and capture. The lead remains in service. No adverse patient effects were reported. Additional information was received in which the ra lead was explanted due to dislodgement, loss of capture and low amplitude slash poor morphology. There was no asystole observed. A new ra lead was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of sensing and capture. The lead remains in service. No adverse patient effects were reported. Additional information was received in which the ra lead was explanted due to dislodgement, loss of capture and low amplitude slash poor morphology. There was no asystole observed. A new ra lead was successfully implanted and remains in service. No additional adverse patient effects were reported.